Event description:
Did not use awland tip broke off. Used an awl to prepare the bone for the second anchor and it also broke. Third anchor worked fine. The patient was a (B)(6) male with good bone quality but not overly hard. The first anchor broke after being driven in, the second the doctor punched a hole with a 4.5mm wissinger rod and the anchor broke as it was advanced into the pilot hole. Rep sent pictures of broken anchors.

Manufacturer narrative:
Device forwarded to quality engineer; investigation is ongoing.(B)(4)